Event description:
It was reported that the implantable cardioverter defibrillator exhibited oversensing noise causing pacing inhibition. No intervention was performed. The patient was in stable condition.